Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04005. It was reported the patient was experiencing an auto-reduction in his stimulation. Reprogramming was able to provide effective stimulation. Follow up identified the patient had been in an automobile accident and had suffered from whiplash. X-rays were taken to determine if the lead had damage. Further follow up identified the lead had all invalid contacts. The patient no longer had stimulation coverage. It was reported the physician planned surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.